Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported at check in true to inflammation, gingivitis, sensitivity.

Manufacturer narrative:
The patient (pt) reported results not met, inflammation/irritation, pain/discomfort, sensitivity of teeth. Reference the attached completed investigation document(s) named ¿a0511 fit end results tracking investigation¿, "non reportable codes investigation (excludes e2330 a0511 and damaged ) 1", "e2330 pain investigation 5". This did not require medical intervention. The codes associated with this complaint have been verified to be correct. Trending is performed regularly to assess broader implications of complaints and determine if further actions are needed. No additional investigation is required at this time. The complaint will be closed. Evaluation statement: the failure mode reported is known, previously analyzed, and documented in the risk management file with no identified hazard to patient or user. There was no serious injury or death, and the event does not meet the definition of a reportable malfunction per 21 cfr 803. No new failure mode was identified; therefore, no CAPA is required. The complaint will be monitored through standard trending activities."